Manufacturer narrative:
H3. The recharger was received for analysis on 2023-dec-28. Analysis of the recharger found a non-conformance. The recharge antenna failed due to a "poor recharge quality" message. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: product ID 97755 serial # (B)(6) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they are having a lot of problems the past few days. Patient stated tuesday they went to charge the implant and got system problem rm04 and they reset the controller but that did not resolve the issue. Patient stated last night and today they are getting a message to recharge the controller. Patient stated they are not able to charge the ins. Patient services assisted patient with resetting the controller, after resetting, the controller power on and recharging when plugged into the outlet with green light flashing. Controller show implanted neurostimulator red, controller 100% charged. Agent confirmed there is no visible damage on the controller port. Patient service asked patient to inspect the recharger for damage and patient said there is no visible damage on the recharger cord but the cord near the paddle area is faded and not black and cord is little wiggle when plug into the controller port. Patient started charging the implant, getting passive recharge mode screen with low numbers and patient said the wire near the paddle and cord area is very hot and he have to remove and stop charging. Patient mentioned mdt rep had told him to reset controller last year to resolve issue. The issue was not resolved. An email was sent to the repair department to replace the recharger device. No symptoms were reported.